Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. It was stated that the customer received multiple no delivery alarms. Blood glucose at the time of the admission was over 600 mg/dl. Customer's mother declined to troubleshoot as the customer was still in the hospital and had not been using the insulin pump for 4 days; it was stated that she will get back in contact to troubleshoot after the customer is released and back home. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.